Event description:
International customer reported that a tear was noted on the device seven days after the device was initially placed in service. The device functioned normally up until this point. The device was removed from service and exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished good release criteria.